Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface catalog #: 00596403010 lot #: 62686429. Tibial component stemmed precoati catalog #: 00598003702 lot #: 63021703. Ng std all-poly patella catalog #: 00597206532 lot #: 63038591. Femoral component catalog #: 00596401352 lot #: 60771350. Stem extension straight 15mm catalog # 00598801215 lot # 62937590. The product has not been returned to zimmer biomet, as the patient has not been revised. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03234, 0002648920-2018-00474, 0002648920-2018-00475, 0001822565-2018-03236, 0002648920-2018-00476. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a right total knee arthroplasty. Subsequently, the patient is allegedly experiencing pain and possible loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Surgical notes were not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.